Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that when the device was powered on, "2.2" and "00" are on the displays, then the device locked up. The user facility's biomed removed the pc cards from the card cage. The contacts were cleaned to remove any corrosion and exercised the connections. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.